Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they woke up to high blood glucose levels of 589 mg/dl and had to remove the pod because their levels would not come down. The patient stated that they started gasping for air so she had sought medical attention immediately. The patient does not remember where the pod was on their body and has disposed of it. The patient was treated with fluids to flush their body out.